Event description:
Consumer reported complaint for dead meter. Customer had initially reported complaint via voicemail and had been contacted by telephone. Customer reported feeling dizzy; medical attention is not needed at the time of the call. Customer stated that she knows her blood glucose is high and she was unsure if the dizziness was related to the diabetes as customer stated she has a lot of medical issues. Customer is attempting to test using competitor test strips. During the call when using the correct true metrix test strips, the meter powered on by manually pressing the power button and inserting a true metrix test strip. Test strip expiration date, storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-069: using incorrect test strip. Note 1: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Note 2: this complaint event took place outside of the united states (united kingdom).